Event description:
The lay user/pt contacted lfs alleging an apply sample icon on her one touch ultra meter. The pt mentioned that the reported issue with the meter first began on (B) (6) 2010, between 4-5 pm. Due to the reported issue, the pt skipped/stopped their dosage of insulin. Approx 36 hours later, the pt began to exhibit symptoms of feeling shaky and nervous. The pt did not seek any medical attention or contact their physician for assistance. The technique of applying the blood on the test strip was incorrect. This is not the first time the pt was using the meter. Customer care advocate (cca) walked the pt through the proper testing procedure and issue was resolved. Product was replaced. The complaint is being reported since the pt alleged that due to the apply sample icon, she was unable to test, withheld her insulin and later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.